Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used in the common bile duct to treat stones during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2024. During the procedure, when the stent was being fully deployed, the introducer became detached from the push catheter. Subsequently, the introducer was removed using a rat-tooth forceps. The procedure was completed with another naviflex delivery system. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used in the common bile duct to treat stones during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2024. During the procedure, when the stent was being fully deployed, the introducer became detached from the push catheter. Subsequently, the introducer was removed using a rat-tooth forceps. The procedure was completed with another naviflex delivery system. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break. Block h11: a naviflex rx delivery system was received for analysis. Visual inspection found that the guide catheter was kinked and detached. Destructive inspection was performed, and under magnification (microscopic inspection), it was observed that the guide catheter was detached from the hypotube. Also, the pull wire was kinked, and the push catheter was buckled near the locking mechanism. No other problems were noted with the delivery system. Product analysis confirmed the reported events of catheter-guide break and stent failure to deploy. The reported event of stent failure to deploy was most likely due to the tortuosity of the procedure or the physician's technique which then consequently caused the physician to use more force to deploy the stent. This manipulation resulted in the observed events of pull wire kinked and push catheter buckled. Furthermore, the guide catheter being unable to hold the pressure which may have caused the kinking and detached. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.